Event description:
It was reported that t:slim x2 pump battery would not charge.. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy and technical support arranged a replacement pump while customer declined an out-of-warranty loaner pump.